Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s touch screen keys stopped working during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) stated that repair not performed due to high repair costs. Returned to hospital with a label indicating do not use attached. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.